Event description:
Add'l info from the user facility reports the pt had presented in 2004 with chest pain. The pt was diagnosed with acute coronary syndrome and was given clonidine and lopressors. The pt had a history of hypertension but no cardiac history. The pt was discharged home 4 days later on a regimen of plavix and asa following the stent placement 2 days ago. The pt was readmitted 5 days later with an acute anterior myocardial infarction. An intra-aortic balloon pump (iabp) was placed and then pt was sent for a coronary artery bypass grafting procedure on 4 vessels. No stents were placed for this revascularization procedure. The chest could not be closed because the pt needed high pressure support and was hemodynamically unstable. The pt coded the following day. The pt's chest was successfully closed the following day. The pt then experienced renal failure, respiratory failure, and cardiogenic shock following the revascularization. It was noted the pt was given plavix and asa following the procedures for 6 days.